Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16135 et tube, sher-I-bronch, rs, 35 fr for investigation. The sample was received unopened in its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the swivel valves are mislabeled. The white swivel connector is labeled "bronchial", when it should be labeled as "tracheal". Similarly, the blue swivel connector is labeled "tracheal", when it should be labeled as "bronchial". A non-conformance has been opened to further investigate this issue. Per DHR the et tube, sher-I-bronch, rs, 35 frlot # 73g1600257 was manufactured on 07/18/2016 a total of 55 pieces. Lot was released on 07/22/2016. DHR investigation did not show issues related to complaint. The reported complaint of "tubes are labeled backwards" was confirmed based upon the sample received. The sample was received unopened in its original packaging. Upon visual inspection, it was found that the swivel valves are mislabeled. The white swivel connector is labeled "bronchial", when it should be labeled as "tracheal". Similarly, the blue swivel connector is labeled "tracheal", when it should be labeled as "bronchial". A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that on the 35f endotracheal tube that the bronchial side and tracheal side are labeled backwards. The issue was detected prior use on a patient during pre-testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the 35f endotracheal tube that the bronchial side and tracheal side are labeled backwards. The issue was detected prior use on a patient during pre-testing.